Event description:
It was reported that a trident multi-hole shell was cemented into a depuy cage cup. Then the mdm insert was reduced and the mdm metal liner became unlocked from the shell. The metal liner was then placed back into the shell without dislocating the insert and head. Surgeon attempted to impact metal liner with insert and head still reduced. Other implants used: (B)(4)/(B)(4)/25 mm screw; (B)(4)/(B)(4)/30 mm screw.

Manufacturer narrative:
Associated device: trident hemispherical multi, catalog # 508-11-48d, lot # 34861901. A supplemental report will be submitted upon completion of the investigation.